Event description:
According to the reporter during division of lung parenchyma in a laparoscopic lobectomy procedure, the device locked on tissue. A manual retraction tool was used to released the device. On inspection, the reload appears to had been initially fired. The device maybe was fired, stopped, removed; and then reapplied. To resolve the issue, all devices was replaced and a new powered device kit and reload was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.